Event description:
The surgeon was implanting a cc4204bf model lens, but it tore while being inserted. The lens was removed with no patient injury or event.

Manufacturer narrative:
An investigation is in progress for lens tears.